Manufacturer narrative:
Follow-up received on 16-jun-2016 - quality-safety evaluation of ptc: (B)(4). In this case no product. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this spontaneous case report was received via health authority and refers to a female patient who had to undergo surgery to fix the problem of experiencing pain from essure (fallopian tube occlusion insert). The reported event is listed according to essure's reference safety information. During and after essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Additionally, side effects (non specified) were mentioned. This case was considered an incident, since device removal was required. A product technical investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect

Event description:
This is a spontaneous case report received on (B)(6) 2016 from a regulatory authority (case# (B)(4)) in (B)(6). It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007. The patient to undergo surgery to fix the problem of experiencing pain and side effects. Outcome was reported as unknown. Company causality comment: this spontaneous case report was received via health authority and refers to a female patient who had to undergo surgery to fix the problem of experiencing pain from essure (fallopian tube occlusion insert).the reported event is listed according to essure's reference safety information. During and after essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Additionally, side effects (non specified) were mentioned. This case was considered an incident, since device removal was required. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.